Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found that the incorrect type of tubing was placed on pinch valve vl46a at some point causing pinching and the leak. The fse replaced the tubing with the correct type to fix the leak. This is attributed to use error. The rinse block was broken in half so the fse replaced the probe wipe to resolve the problem. The drain system in the sweep flow lines was compromised causing fluid buildup in the sweep flow air supply lines. The fse rebuilt the sweep flow system actuators to resolve the problem. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 470 ml from the right side diluter inside the coulter lh750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.